Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1738. Evaluation summary: a partial iab, consisting of only a portion of balloon membrane and inner lumen was returned to datascope. Blood was noted within the membrane. Visual examination revealed a smooth-edged slice in the membrane. It was not possible to satisfactorily leak test the inner lumen due to its poor condition. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration or that the leak was in the unreturned portion of the device. The condition of the returned balloon is consistent with that of an iab which became entrapped and had to be surgically removed from the patient. Having the opporturnity to have examined the entire device may have provided some additional insight into the reported problem. Finally, it was reported that the patient did have a lot of plaque within the femoral artery which caused the encountered removal difficulty. Although conjectural, the patient's anatomy most likely contributed to the reported difficulty and unconfirmed leak (which was most likely plaque related).

Event description:
Event: (cc# 97-01450) an iab was inserted into the pt on 11/20/1997 sheathless. On 11/22/1997 when the cardiologist went to remove the iab, resistance was felt. The pt did have alot of plaque, but no blood was noted in the tubing or catheter. After several attempts, the pt was taken to the or for surgical removal. On 1/15/1998, the following was reported to datascope: upon attempted removal of the iab catheter, the cardiologist could not pull the iab out of the femoral artery. The surgeon was called in to take the pt to the o.r. For removal. The surgeon found a "lip of plaque" in the femoral artery that was pulling on the iab catheter (the surgeon cut the catheter to avoid contamination of the field in o.r.) [Event complications]: the iab was surgically removed - reported 12/1/1997 and 1/15/1998. [Pt's current status]: discharged-rpt'd 1/15/1998.